Manufacturer narrative:
The manufacturer previously reported the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information alleging after use black particles appeared. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Upon further review of this complaint, it was determined the complaint of black particles in the device is not reportable. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 at it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information alleging after use black particles appeared. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has been received by the third-party service center and is awaiting evaluation. A supplemental report will be submitted as due.